Event description:
It was reported that during an a-fib procedure the patient a tamponade occurred. A pericardiocentesis was performed. The patient was reported in stable condition.

Manufacturer narrative:
Attempts to obtain additional information from the customer were performed without success. Analysis will not be performed since the device will not be returned for analysis.concomitant products:carto 3 system us catalog #: fg540000, serial #: (B)(4).stockert 70 system us catalog #: s7001, serial #: (B)(4).cool flow pump us catalog #: cfp002, serial #: (B)(4).lasso catheter us catalog #: d7l2020rt, lot #: unknown.(B)(4).